Manufacturer narrative:
(B)(4). Date sent: 05/11/2021. D4: batch # u5f097. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload no loaded on the device. The reload was received fully fired and with the swing tab in the locked position with the right side gripping surfaces are broken off making the reload nonfunctionally. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The firing knob and device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. With the instrument closed, the firing knob is rotated to either side of the instrument. In its pre-firing position, the firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The condition of reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Reload (sr75) lot # - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the firing knob was broken off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.